Event description:
It was reported that the device alarmed for an occlusion even if there was no occlusion present. The event occurred during set up. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation in used condition. The reported issue was confirmed during functional testing, when the reported issue was duplicated. The issue was traced to the downstream occlusion (dso) sensor, which was out of calibration. The dso sensor was calibrated to address this issue. Service history identified the complaint was not related to a previous service of the device within the review period.